Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested and the following was obtained: upon analyzing the attached photo, there is evidence that may suggest the presence of small holes or punctures in the package. Could you please confirm if the damaged package has holes or punctures that compromise sterility? Yes. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2021 and suture was used. During the procedure, it was reported that the primary package of the suture was found damaged during checking, not involved in any surgery. Additional information was received on 3/04/2021 and confirmed a puncture or hole was noticed on the package. Another like device was used to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to FDA: 04/15/2021 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. H3 photo analysis: visual inspection was conducted on the picture received. Visual analysis of the picture received determined that one unopened sample of product code vcp433h was received for evaluation and pin holes were observed on the foil packet. The hole in cavity defect has been correlated to the manufacturing process. H3 analysis summary: the product was returned to ethicon inc for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one unopened sample of product code vcp433h was received for evaluation and the sterile barrier was compromised due to a pinhole was observed on the foil and the paper lid. The sample was opened, it was noted that the needle was orientated vertically in the winding former and this caused the hole in the cavity. The hole in cavity defect has been correlated to the manufacturing process. Nr-0158863 has been initiated to address the potential root cause of the issue. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 g/m (B)(4). Date sent to FDA: 04/15/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d3.